Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer stated he was hospitalized for high blood glucose levels. The last blood glucose level reported was 550. Troubleshooting was performed and the insulin pump did not pass the prime test. The customer declined further troubleshooting.